Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision thr was performed ¿due to several dislocation¿. Reportedly, the patient presented with a well-fixed anthology and r3 cup, which had been implanted in 2018. The head and liner were explanted and an or3o trial proved to provide ¿adequate rom without subluxation¿. It was communicated that the requested documentation was not available for inclusion in the medical investigation. Per correspondence, the patient is ¿recovering well¿. Based on the information provided, the root cause of the dislocations could not be concluded. The patient impact beyond the reported recurrent dislocations and subsequent revision could not be determined; however, reportedly the patient was ¿recovering well¿. No further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery of a total hip replacement was performed due to several dislocation. The patient presented with a well fixed anthology and r3 cup, which had been implanted in 2018. The head and liner were removed and a trial with or3o proved to provided adequate rom without subluxation.